Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. Additionally, one day before the shock smart pass had disabled due to small amplitude r-waves. Technical services reviewed the episode and device data, noting the patient's heart rate was about 120-130 bpm during the shock episode. Technical services recommended troubleshooting to evaluate all vectors and consider programming the gain to 2x. It was later reported that the patient was to present to the hospital for evaluation the next day but died before reaching the hospital. The device was programmed off and it was determined that the device would not be explanted. At this time, the official cause of death was unknown, but the device was not suspected to have caused or contributed to the patient's death as the patient's heart condition was poor.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.